Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent a trial procedure on (B)(6) 2019. During the procedure, the physician was walking towards the patient with the lead and the lead possibly touched the flouro machine. The physician proceeded with the trial procedure and implanted the lead. There were no complications post trial.